Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an "apply sample" prompt even after the blood has been applied while attempting to do a glucose test using her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8:00 (it is unknown if it was in the am or pm). The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue denied making any changes to her regular treatment. She claimed "22 minutes" after the alleged issue she developed "blurred vision." The patient denied receiving any form of medical treatment due to her symptom. During the initial call with customer service, the agent noted that the patient had been using the correct test strips, and a proper testing technique. While troubleshooting, it was noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.